Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia for approximately three hours while using the ilet system with an inset infusion set placed on the left lower back and a dexcom g7 cgm, with the cgm showing high and a confirmatory glucometer value of 495 mg/dl; the caregiver noted initiation of a new medication the same day and elected to administer subcutaneous insulin by pen and reconnect to the ilet after stabilization. Symptoms included no reported clinical symptoms. Outcomes included no hospitalization, no medical or surgical intervention beyond subcutaneous insulin administration, and no long-term sequelae. Investigation included caregiver-guided troubleshooting that confirmed the cannula was not bent and education that certain medications can elevate blood glucose. Investigation of this case revealed no device alarms, no apparent infusion set occlusion or dislodgement, and a plausible contribution from concurrent medication use to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.